Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that everything was removed because it was not working for him. The patient said it was taken out after 2 years. The patient said it did him no good. No further complications were reported.